Event description:
The patient reported previous flowonix pumps and catheters that did not work, as patient did not receive pain relief for the past 3 years. Information indicates the flowonix pump(s) were replaced with a (B)(6) pump, flowonix catheter is still in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).